Event description:
It was reported that a patient experienced a cerebral vascular accident(cva). It was reported via social media that a patient had a watchman closure device implanted and has since experienced a cerebral vascular accident after being taken off blood thinners. The patient is now back on blood thinners. It was further reported that the cva was classified as an acute embolic stroke.

Event description:
It was reported that a patient experienced a cerebral vascular accident. It was reported via social media that a patient had a watchman closure device implanted and has since experienced a cerebral vascular accident after being taken off blood thinners. The patient is now back on blood thinners.

Manufacturer narrative:
Date of event: estimated as the aware date.